Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The type of procedure is unk. Reportedly, the tip of the instrument broke off. The surgeon used another instrument to complete procedure. The hospital has reported no pt injury occurred.